Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Blood glucose reading was 30 mmol/l. Customer stated that they had a no delivery alarm repeatedly. Customer reported motor alarm during the rewind and some motor alarm were also present in alarm history. Customer stated blood glucose was normal at the time. The insulin pump will not be returned for analysis.